Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicated that the helix of this brady lead was bent after multiple attempts. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR: no report.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch (lbb) due to unknown product performance anomaly. This brady lead was replaced with same model, not implanted, and returned for analysis. No adverse patient effects were reported. Additional information received which indicated that the helix of this brady lead was bent after multiple attempts.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch (lbb) due to unknown product performance anomaly. This brady lead was replaced with same model, not implanted, and returned for analysis. No adverse patient effects were reported. Additional information received which indicated that the helix of this brady lead was bent after multiple attempts.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stretched-out helix was observed during visual inspection that caused unsuccessful helix mechanism test. Also, a dried body fluid and tissue were noted in the helix housing. Laboratory analysis did identify lead characteristics that would have caused or contributed to the reported clinical observations. Furthermore, helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. This supplemental correction report was created to capture the additional information received which indicated that the helix of this brady lead was bent after multiple attempts. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch (lbb) due to unknown product performance anomaly. This brady lead was replaced with same model, not implanted. And returned for analysis. No adverse patient effects were reported.